Event description:
The patient had a ventriculoperitoneal shunt implanted. The patient developed bilateral subdural hematomas which required bilateral burr holes for drainage of the hematomas. The patient was taken to surgery for removal of the shunt. The surgeon attempted to place two other sophysa shunts and both shunts failed to stop draining fluid at the set mark of 70 mm. In fact, the fluid completely evacuated through the second valve. Repeated tests with this valve failed to demonstrate any valvular competence. The surgeon subsequently tested a different programmable valve and found this other manufacturer's device to be competent and stopped the fluid at the set level of 60mm. The surgeon implanted the other manufacturer's device.